Manufacturer narrative:
The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02301. It was reported that the patient experienced lead migration. The patient may undergo surgical intervention.

Event description:
Related manufacturer reference number: 3006705815-2019-02301.

Event description:
Related manufacturer reference number: 3006705815-2019-02301.